Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the high-voltage cable that supplied the x-ray tube with high voltage was defective. This cable could not be removed from the ceiling and the walls for structural reasons and was not available for examination, however, the experts agree that the defect of the high voltage cable is the most likely cause of the error. After replacing the high-voltage cable, the system works as specified. A general systematic error has not been identified. The affected component was replaced by the local service organization and the error did not reoccur. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.